Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01103. Related to MFR report # 2183959-2012-01105. It was reported that the plaintiff was implanted with an ams monarc sling. It was alleged that, "since the placement of the mesh, plaintiff has suffered from severe and permanent bodily injuries, including dyspareunia, difficulty urinating, chronic infections, severe pelvic pain, vaginal erosion, and inflammation, and significant mental and physical pain and suffering."